Event description:
A (B)(6) male pt called zoll customer support to report that he was getting check belt alarms and add gel messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms, add gel messages) has been confirmed. Upon eval, the gel fire wires were disconnected from the pca board inside the distribution node (dn). The root cause for the disconnected wires could not be positively identified. No adverse event resulted from the disconnected wires. The pt received a replacement electrode belt.